Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer received emergency medical assistance on (B)(6) 2017 due to high blood glucose and breathing problems. The cause of death was natural causes. The customer had been on dialysis, had heart issues, and had diabetes that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time they received emergency medical assistance. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing. The customer was still trying to adjust their settings and they went high. The customer was told not to use the pump on (B)(6) 2017 till their settings were fixed. The customer was using manual injections from this date. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The caller clarified that the device is not returning for analysis.